Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a no delivery alarm on her daughter's insulin pump. Customer's blood glucose level was 435mg/dl. Troubleshooting was conducted. Customer was advised the alarms may have been due to bent cannula due to site being scarred. The customer was advised to change insertion site.